Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: cfxc (bearing seized, jammed, heavy moving) additional information: housing worn out probable cause code: edv (normal wear).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device failure. Send in for repair. The sagittal saw attachments seal is broken. Sent in for repair. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 07.04.2009. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.